Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt status post plate and screw implantation on (B)(6) 2011 returned to surgeon for follow up visit on an unk date. It was discovered two distal placed 2.7mm screws were broken. Surgoen informed pt he would need a revision procedure. Pt decided to take his complete file and go to another surgeon. It isn ot known if the pt had a revision surgery completed. This is 2 of 2 reports for this event.